Manufacturer narrative:
(B)(4). A replacement device was provided to the customer . Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA.

Event description:
Physio-control's review of the device download showed that the internal hlc batteries were depleted to a critical level sometime for an extended period before recharging to normal levels. The device was not able to deliver defibrillation therapy with the depleted batteries. There was no patient use associated with the event.